Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of "failure" was confirmed during product evaluation as 570:xxx because it is the last fail code to occur prior to servicing. The root cause of this condition was assigned to use/user error. The main batteries and battery harness were replaced to correct this condition. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). This involved an unremediated infusion pump with user interface module master software version 5.04.00.

Event description:
The facility reported a colleague infusion pump with a failure. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.